Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient¿s blood glucose level reached 285 mg/dl. The pod was worn between 36 and 48 hours on the abdomen. It was noted that the cannula was bent and the patient was unsure if it had inserted properly into the infusion site. As treatment for the hyperglycemia, a new pod was applied and a correctional bolus was administered.

Manufacturer narrative:
The device was received and no bends, kinks or damages were observed on the soft cannula. The device was received with the cannula assembly fully deployed and the formed needle completely retracted. Investigation found no abnormalities with the fluid path and needle mechanism that would contribute to the cannula inserting improperly. In addition, the formed needle and bottom housing were inspected, and no abnormalities were found that would contribute to pain during insertion. No other damages or defects were found that would result in a failure to deliver insulin. The cause of the reported improper insertion and pain during insertion could not be conclusively determined.